Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Tamper seals were removed/broken on bottom case and plunger assembly. The device chipped out on the back corner of top case and cracked on battery door. Motor rate error appeared in the event history log. Motor rate error was found during occlusion test. The root cause for the reported issue was found to be combination of motor assembly, worm gear, lead screw and clutch halves were found old, dirty and worn out. The technician replaced motor bracket, worm coupling, delrin washer, worm gear, lead screw and clutch halves. Performed occlusion test which passed.

Event description:
It was reported that the motor rate error occurred. No patient injury was reported.